Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and severe paravalvular leak (pvl) was reported. A post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, the valve dislodged into the non-coronary cusp and severe pvl resulted. A second transcatheter bioprosthetic valve was implanted valve-in-valve and resolved the pvl. It was noted that the second valve was implanted lower than the first valve. No additional adverse patient effects were reported.